Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/18/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the contrast keypad button was unresponsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the reported keypad issue. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked at the threads and in the area below the grip pad. The threads of the returned battery cap were found to be stripped; a test battery cap, which was able to secure to the pump case per the instructions for use, was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.